Event description:
It was reported that there was premature battery depletion. During device removal, a pocket of fluid was discovered that appeared to be infectious. The device was removed, the patient was treated for infection and discharged with a personal external defibrillator vest. The device was subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.